Event description:
Subsequent to the previously filed report, additional information was received. It was reported that this was a post close procedure closure after a percutaneous coronary intervention (pci) procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hematoma and anemia are listed in the electronic proglide instructions for use, as a potential adverse event associated with the use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: estimated date of event. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the suture of the proglide device could not be tightened down as the "push knot" was defective. A large femoral hematoma developed and "deglobulization" (red blood cell drop) occurred requiring a blood transfusion. The method used to achieve hemostasis was not reported. No additional information was provided at this time.